Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator's air gas module was contaminated with water/liquid. According to information from our field service engineer, moisture was being delivered to the air gas module from the compressor air supply inlet hose and no water was collecting in the drainage bottle. Due to the faulty drainage valve, the water separator delivered moisture to the air gas module in the inspiratory section of the ventilator. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The most probable source of moisture/water into an air gas module is moist air from the hospital's external compressor in the central air gas system/hospital's external compressor. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
It was reported that the ventilator's air gas module was contaminated with water/liquid. There was no patient harm reported. Manufacturer's ref.#: (B)(4).